Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Serial: na. Batch: 26689985.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the paddle lead and clik anchor were replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.